Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose level. The customer's blood glucose reading was 500 mg/dl. The customer stated had the high reading due to inserting the infusion set incorrectly. The customer stated that the va sent him the wrong infusion sets. No further details were provided. Nothing was replaced or returned.